Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with unknown blood glucose levels at the time of the incident. The customer was given food, a glucose shot, and glucose tablets to treat. The customer experienced symptoms such as unresponsiveness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer reported having a low 5 years past that was caused by exercising, and the sensor glucose reading was off. The customer stated they usually go low in the evening. The customer was using the sensor for the first time in 5 years, and had red spots on the insertion side. Insulin pump will not be returned for analysis.